Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing ineffective stimulation. Reprogramming was attempted to no avail. X-rays taken indicated the patient's lead migrated out of the epidural space. Surgical intervention took place on (B)(6) 2016 at which time the patient's lead was explanted and replaced. Effective stimulation coverage was reportedly restored postoperative, and the issue has resolved.